Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had off no power alert. The customer¿s blood glucose level was 351 mg/dl. The customer stated that they did not received a low battery prior to off no power. The customer reported that the insulin pump was not working and had blank display. The troubleshooting was performed and was advised to insert the new battery and the display returned. The customer was unable to troubleshoot and currently had high blood glucose. The customer was advised the customer to monitor the pump. The customer was advised that we will ship a replacement battery cap as a courtesy to rule out any possible issues with the battery cap. The insulin pump will not be returned for analysis.